Event description:
Device evaluation was completed.

Event description:
It was reported that the patient is experiencing an increase in seizures. The patient was referred for a generator replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B5. Describe event; corrected information, initial report inadvertently omitted information known prior to submission. H1. Type of reportable event; corrected information, initial report inadvertently selected incorrect event type. H6. Adverse event problem codes - medical device problem codes: component code; investigation findings; investigation conclusions - corrected information, initial MDR inadvertently omitted information known prior to submission.

Event description:
Update was received that the generator was replaced. The generator was received for analysis. It was also suspected that the generator's battery life depleted prematurely. Response was received from the physician. The increase in seizures was assessed to be due to low battery, and seizure levels were below pre-vns baseline levels. Analysis has not been completed to date. No other relevant information has been received to date.